Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the nutrient was not delivered and the catheter may have been in a state likely to be occluded; however there was no occlusion alarm. There was no patient harm.

Manufacturer narrative:
A device history record review was not performed because there was no lot number provided in the complaint file. One used sample was received for evaluation, a visual and functional inspection was performed. During the functional evaluation it was noticed that the sample was occluded from the connector. The reported condition was confirmed. A formal investigation has been opened to investigate and address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.